Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The actual product was not returned to olympus, the root cause was unable to be identified. The phenomenon may be attributed to usb device, surmised from the fact that the phenomenon was resolved with exchanging the usb device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. However the olympus staff repaired the subject device on-site. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure, the endoscopic image was not displayed and the subject device rebooted sporadically several times. The subject device was checked at the workshop of the user facility, the issue did not occur. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.